Event description:
The device was used during an unspecified procedure on the bowel. The clips did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.